Event description:
(B)(4). Customer reported: methylprednisolone IV administered via syringe around 08:00 to run over 30 minutes, and appeared to be infusing without concerns. Rn went back to room to check on pt about 20 min later, and noted fluid to be dripping down syringe line to the floor. Tightened all connections, but dripping fluid persisted. Remaining med drawn out of line with syringe, new syringe line hung, and remainder of medication administered without issue. Unsure how much med was wasted". There was no report of pt harm or medical intervention. No additional event or pt information was provided by the customer.

Manufacturer narrative:
(B)(4). The customer's report of a leak was confirmed. The set was visually inspected for holes/tears, and incomplete bonding engagement in the tubing. No anomalies were observed with the set. When functional testing was performed on the set as received, leaking was noted at the connection between the extension set female luer and the male luer connection of an attached 2000e smartsite valve. The valve was manually removed. The set's female luer was well as the valve's end were visually inspected and no cracks/breaks were noted. The valve was then replaced back on the set and functional testing was continued. No further leaking was further observed after the valve was replaced. The cause of the customer's report was not identified but was most likely from a loose connection between the set and the smartsite valve.